Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a manufacturing evaluation and the middle arm was detached from the inserter because the weld broke which was securing the pin. The inserter corresponded to the drawing and processes at the time of manufacture as the securing weld is quite visible. It was determined that too much force was applied to the weld securing the pin, causing it to break. This complaint is invalid from a manufacturing standpoint.

Event description:
It was reported that during an anterior lumbar disc replacement procedure, the surgeon was inserting the implant and the cranial bar of the inserter broke off. This report is for file (B)(4).

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The product evaluation reported the two parts of the inserter (superior plate holder and the inferior plate holder) are held together by a 4.5mm steel pin. This pin is welded all-round to secure the instrument together. The weld has broken resulting in separation of the two parts of the instrument. Observation shows that the weld was all-round and continuous. It cannot be determined what could have cause the weld to fail. Incorrect usage, wear and tear, or excessive dynamic loading could have resulted in the instrument failure. The complaint was determined to be indeterminate.